Event description:
Device analysis lab reported left side "intact". Healthcare professional later reported "two devices on each side", "patient had stacked devices on each side" and rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of off-label use- breast/rupture was received on nov 29, 2023, with lot 2162051. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: not observed. ¿ off-label use- breast: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; "two devices on each side", "patient had stacked devices on each side".

Event description:
Device analysis lab reported left side "intact". Healthcare professional later reported "two devices on each side", "patient had stacked devices on each side" and rupture. The device has been explanted.

Event description:
Device analysis lab reported left side "intact". Healthcare professional later reported "two devices on each side", "patient had stacked devices on each side" and rupture. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01/05/2024.